Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittently high potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab and were questioned by the physicians. Samples with high k results have been sent to another lab to be repeated. In each instance the repeated results correlated with the original result. No amended reports have been issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. Some patients have been sent to the lab for redraw. The redrawn results have matched the original results.

Manufacturer narrative:
The specimens were drawn by the laboratory phlebotomy staff in b-d sst's. There have been no problems with k calibration. Qc results have consistently recovered within the lab's established ranges. A field service engineer (fse) was dispatched: the fse reviewed the data and inspected the ise system. The fse serviced the instrument and replaced parts. Although parts were replaced, a clear root cause for this event has not been determined.